Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2016 with the following findings: the pump powered on with intact auditory and vibratory features to a blank screen; the u22 eeprom component was found to be cracked. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.